Event description:
The field engineer reported that the system was unable to perform fluoroscopy due to several error messages and tube arcing. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv tank, igbt board and battery pack were evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.